Manufacturer narrative:
The customer reported falsely depressed sodium (na) and potassium (k) results for one patient were obtained on the atellica ch 930 analyzer with serial number (B)(6). The results were not reported to the physician(s). The customer used the same sample and analyzer to perform repeat testing, noted that the results were correct and consistent with the patient's history, and reported the results to the physician(s). Siemens dispatched a cse (customer service engineer) to the customer site. The cse observed a sample aspiration error on the dilution probe at time of first result and no other dilution probe errors since. The potential cause of the falsely depressed sodium (na) and potassium (k) results is a sample clot. The analyzer is operating as specified, and no further evaluation of the device was required.

Event description:
The customer reported falsely depressed sodium (na) and potassium (k) results for one patient were obtained on the atellica ch 930 analyzer with serial number (B)(6). The results were not reported to the physician(s). The customer used the same sample and analyzer to perform repeat testing, noted that the results were correct and consistent with the patient's history, and reported the results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.